Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy manufacturer's investigation conclusion: the reported event of a "system controller failure associated with a battery alarm" on the system controller was unable to be confirmed as no log files were submitted for review and the heartmate 3 system controller, serial number unknown, was not returned for analysis. Provided information revealed that the system controller was exchanged due to the alarms. The account communicated that no other information regarding the nature of the alarm and the reported event was known. A root cause for the reported event was unable to be conclusively determined through this analysis. The serial number or other identifying information of the system controller was not reported and was not able to be determined during the investigation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. C, and heartmate 3 patient handbook, document rev. B are currently available. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to exchange the system controller and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system controller. Section 8 of IFU, entitled ¿equipment storage and care¿, addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a system controller failure associated with a battery alarm. The system controller was exchanged.